Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose. The blood glucose reading at the time of the call was 97mg/dl. Troubleshooting was performed. The customer stated that she does prime correctly and while reviewing the bolus history she found out that there were extra boluses delivered. Recommended the customer using the lock keypad function overnight to make sure she is not giving any extra boluses. No further info was provided.